Event description:
The child came to the department for review mapping on (B)(6) 2025, where in situ testing showed affected channels. Parents reported that child had fallen from bed on (B)(6) 2025, following which the child was not responding to sounds with the device. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child came to the department for review mapping on (B)(6) 2025, where in situ testing showed affected channels. Parents reported that child had fallen from bed on (B)(6) 2025, following which the child was not responding to sounds with the device. Further proceedings are unknown.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.